Event description:
While implanting prostalac components, the surgeon could not snap the head into the prostalac cup. Surgeon made a small opening to allow expansion during relocation and was again unsuccessful. Pressure was added to attempt another relocation and a crack was heard. The crack was the cement mantle fracturing. Fragments were removed and the femur recemented. The opening of the prostalac cup was extended again this time allowing the head to relocate into the cup. This caused a 60 minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided acetabular component. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The prostalac cup is a "snap-fit" design for semi-constraining the depuy 32mm metal femoral head. It does take a moderate amount of force to seat the head inside the cup. It does not require any modifications to the cup such as cutting away at the polyethylene. Page 13 of the prostalac surgical technique provides the following information for this step in the procedure: insert the femoral head into the cup and snap into place. Prior to reduction, the inner surface of the acetabular cup must be clean and dry. Blood and other fluids will act as a hydraulic block to the snap-fit configuration. Position the femoral head on the mouth of the acetabular cup and apply gentle abduction pressure to engage the snap-fit configuration. Once engaged, it is very difficult to disengage this articulation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.